Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot# va0551s, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va0551s, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va01ddb, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va088xs, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient via a company representative reported a loss of stimulation in the left leg approximately a month ago. The patient reported increased pain and turning up stimulation was not effective. Impedance check showed that the electrodes 3 pns r, 8-11 r epidural, and 12-14 l epidural were greater than 10000 ohms. The representative was able to get one good program with contact 15 for the left leg and kept the existing back programs. The issue was resolved. No surgical intervention occurred or planned. The indication for use was lumbar radiculopathy and spinal pain. If additional information is received, a follow up report will be sent.